Event description:
An optometrist reported that 11 days after photo refractive keratectomy (prk), a pt reported increased light sensitivity, blurring, and photophobia in the left eye for the past 24 hours. The pt was diagnosed with corneal infiltrates. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).